Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device components involved in the event. Product family scs-linear leads, upn m365sc2317700, model sc-2317-70, serial-lot (B)(6), batch 7086453, UDI (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads displayed high impedances and were fractured. The patient underwent a procedure in which the leads were explanted. The explanted leads will not be returned as they were contaminated. No additional adverse patient effects were reported.

Manufacturer narrative:
Block d2b: lgw, qrb additional suspect medical device components involved in the event product family scs-linear leads upn m365sc2317700 model sc-2317-70 serial-lot (B)(6). Batch 7086453 UDI (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads displayed high impedances and were fractured. The patient underwent a procedure in which the leads were explanted. The explanted leads will not be returned as they were contaminated. No additional adverse patient effects were reported. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device components involved in the event. Product family scs-linear leads. Upn m365sc2317700. Model sc-2317-70. Serial-lot (B)(6). Batch 7086453 UDI (B)(4). Visual and x-ray inspection of lead model sc-2317-70 serial number (B)(6) revealed that multiple cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Visual and x-ray inspection of lead model sc-2317-70 serial number (B)(6) revealed that multiple cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads displayed high impedances and were fractured. The patient underwent a procedure in which the leads were explanted. The explanted leads will not be returned as they were contaminated. No additional adverse patient effects were reported. No further information could be obtained despite good faith efforts. Additional information was received that the leads were returned to boston scientific.